Event description:
The evercross balloon failed to deflate. The physician removed the wire and cut the balloon catheter. Balloon deflated and was removed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the device was returned in two pieces. Approximate 10cm of the proximal end, measured from the hub, and the distal piece is approximate 38.5cm with a fully intact balloon. The catheter has been cut. The y-manifold was examined but no adhesive or foreign material, blockage was observed in the area were the inflation luer lock meets the multilumen. A 10cc water filled syringe was attached to the thru luer lock. The syringe was pressurized with very little sanguine material exiting at the cut. A guidewire was attempted to be back loaded thru the luer lock but it would not advance. Sanguine crystalline solid material came out with the guidewire. The guidewire was attempted to be front loaded thru the distal tip but would not advance when it was withdrew small amount of crystalline sanguine material came out with the guidewire. Since the multi-lumen catheter was cut the balloon chamber could not be inflated. A 10cc water filled syringe was attached to the balloon luer lock and pressurized; no fluid movement was observed. A 20cc water filled syringe with manometer was attached to the balloon luer lock and pressurized to 12 atm. Another 20cc water filled syringe with manometer was attached to the center hub luer lock and pressurized to 14 atm. The proximal returned piece was then immersed in a water bath. In less than 10 minutes both syringes had released their pressures. Evaluation summary continued: sanguine crystalline debris was noted in the bottom of the water bath after the center lumen was flushed but before the inflation lumen flushed